Manufacturer narrative:
(B)(4)/warranty repair. August 14, 2025. Unit serial number- (B)(6). Sterimate/handpiece lot number-(202308). Handpiece cable lot number-(old-05230) (new-05250). Repair tech: (B)(6). Qa: (B)(6). Root cause: emv hp;cable,conn/gun cable open. No operation due to an open condition in the handpiece cable. Debris build up in the water filter causing poor water flow . Note: this unit has been cleaned, evaluated, and calibrated to manufactured specs. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron select sps g124, they allege that they have no water flow and the handpiece and the insert tip get hot, no injury resulted.